Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming testing, the device displayed a "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a system interconnection flex cable in contact with a compressor flow tubing causing the flow tubing to crimp. The tubing was replaced and the flex cable was reoriented to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.